Event description:
It was reported that the customer experienced a low blood glucose level of 51 mg/dl. Customer drank orange juice to address bg. The customer was able to regain connection after bringing transmitter and pump within range and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.